Manufacturer narrative:
Result: power cord plug with bent ground prong. Cracked headboard.

Event description:
It was reported by service report that the power cord prong is bent, and the headboard has a crack around the clamshell edge, leaving a sharp edge. It is unk if there was pt involvement or consequences to report.